Manufacturer narrative:
Evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6)2015 with the following findings: the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported issue. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump case was removed, and a discrete component failure was found; this device failure caused the blank display issue. An attempt to download a new software code failed. Unrelated to the reported issue, the battery compartment was observed to be cracked in the area below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm issue in a demo pump. The reporter stated that cs 052/053/054/055 sleep appeared on the display after a battery change and that they were unable to clear the alarm. This complaint is being reported because the issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.